Event description:
It was reported that an o-ring was on the pneumatic tap on multiple cartridges. The customer was able to remove the o-ring from the pump and successfully reload the existing cartridge and resumed insulin therapy. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer's blood glucose level was 180mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.